Manufacturer narrative:
It was reported to philips that the device fails general system tests. The field service engineer (fse) found the battery needed charging. Upon conclusion of the evaluation, it was determined that the battery needed charging. The battery was charged. The nibp was calibrated for customer satisfaction. The device passed all testing and is ready for use.

Event description:
It was reported to philips that the device fails general system tests. There was no patient involvement.